Manufacturer narrative:
The t:slim x2 pump user guide states: your t:slim x2 pump can stop insulin delivery and alert you (or whoever is with you) if there has been no interaction with the pump within a specified period of time. The default for this alarm is pre-set to 12 hours. You can set it anywhere between 5 and 24 hours, or off. This alarm notifies you that there has been no interaction with the pump in the specified number of hours and the pump will shut down after 30 seconds. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized due to elevated blood glucose (bg) levels. The exact value was not provided. Per customer's healthcare provider (hcp), elevated bg levels were due to auto-off alarms, which occurred due to no interaction with the pump and the customer forgetting to deliver boluses. The customer's hcp has removed customer from pump, switched customer to manual injections, and will evaluate pump therapy at a later date. Despite multiple follow up requests, no additional information, including hospital discharge date, was provided.